Manufacturer narrative:
This event occurred in (B)(6). Expiration date was provided as january 2020.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 iii assay, the elecsys tsh assay, and the elecsys anti-tshr immunoassay when tested on the customer's cobas 8000 e 801 module and a second e 801 module used for investigation. The sample also had discrepant results for the elecsys ft4 ii assay when tested on the e 801 module used for investigation. Incorrect results were reported outside of the laboratory. This medwatch will apply to the ft4 ii assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay, refer to the medwatch with patient identifier (B)(6) for information related to the ft4 iii assay, refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay, and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tshr assay. The sample was collected from the patient on (B)(6) 2019. The sample was tested on the customer's e 801 analyzer and with the wako accuraseed method on (B)(6) 2019. The sample was repeated for tsh, ft4, and ft3 using the architect method and repeated for anti-tshr using the yamasa method. The sample was provided for investigation where it was tested for tsh, ft3, ft4 iii, and ft4 ii on the second e 801 module on (B)(6) 2019. The sample was also tested for anti-tshr on the second e 801 module on (B)(6) 2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 ii reagent lot number 396434, with an expiration date of january 2020 was used on this analyzer.

Manufacturer narrative:
The investigation determined the patient sample contained an interferent to the streptavidin component of the ft4 ii assay. This limitation is covered in product labeling. Per labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur."